Event description:
Additional information from the healthcare provider (hcp) indicated that the issue wasn't really movement of the pump but rather that the doctor couldn't locate the septum. The patient came back the next day and the doctor was able to refill the pump without any issues. The doctor wasn't sure what happened and didn't investigate the issue any further since they were able to easily refill the pump the next day.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) in regards to a patient who was being treated with lioresal 500 mcg/ml (242.99 mcg/day) intrathecal therapy via an implanted pump. The baclofen lot number was unknown. The pump's indication for use (IFU) was listed as intractable spasticity and spinal cord injury/spinal cord disease. The patient's medical history and concomitant medications were unknown. The physician was having difficulty locating the septum upon pump refill. The pump was moving. He could feel the contour of the pump and was using the template but only felt metal upon insertion of the needle. The patient had some scar tissue. The appropriate refill kit/needle was being used. There was no imaging was available in the office. There were no reported symptoms. Information was received from a healthcare provider (hcp). An x ray was performed and there was no overturning of the pump. The hcp was able to access the injection site once they had someone to hold the pump. Additional information has been requested regarding the cause of the pump movement, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.